Manufacturer narrative:
On 7/1/97, follow up from the physician was that the symptoms had resolved; date of resolution not specified.

Event description:
A pt received her first treatment on 12/11/96 with two formulations of collagen in the glabella, transverse forehead lines, vermilion borders, and oral commissures. On approx 12/18/96, the pt noted redness and "firmness" at the oral commissure treatment sites. On 12/20/96, she presented with erythema, swelling, and induration at the oral commissure treatment sites; topical cortisone was prescribed. On 1/6/97, the pt presented with persistent symptoms at the oral commisure treatment sites. The physician diagnosed a hypersensitivity and prescribed intralesional kenalog.